Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood and fluid in the balloon and inflation lumen. The tip, balloon, markerbands, markerbands, inner/outer shaft were microscopically and tactile inspected. Inspection revealed damage (stretched) to the outer shaft, located 11.5 cm and 14 cm from the tip. An inflation device filled with water was used to inflate the device, water was found to be streaming from the balloon. Microscopic inspection revealed a pinhole in the balloon material, 10 mm proximal from the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). A 5.0 mm x 100 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for post dilatation. However, during the first inflation for 4 seconds at 3 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). A 5.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for post dilatation. However, during the first inflation for 4 seconds at 3 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.